Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 103 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 12/22/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 1: 268mg/dl (B)(6) 2015 10:55:00 am fasting: yes; 2: 157mg/dl (B)(6) 2015 10:44:00 am fasting: yes; 3: 103mg/dl (B)(6) 2015 06:34:00 pm fasting: yes; 4: 217mg/dl (B)(6) 2015 12:05:00 pm fasting: yes; 5: 180mg/dl (B)(6) 2015 03:26:00 pm fasting: yes. Adverse event not reported.